Event description:
It was reported that cartridge did not fully snap into pump and customer could not successfully reload cartridge earlier in day. There was no reported impact to the customer¿s blood glucose level. Customer initially switched to new cartridge and discarded original, then with guidance from technical support inspected pump for damage, followed on-screen loading steps, ensured cartridge clicked into place, and successfully completed load process and resumed insulin delivery; no additional information was received regarding the outcome of the event.